Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose of 447 mg/dl and was receiving false readings on his insulin pump and not taking insulin. The customer's symptom was urination. Troubleshooting was performed and it was found that the cannula on the customer's insulin infusion set was bent and occluded. The customer was advised to change the infusion set, reservoir, and insulin and to treat. After the customer mentioned cracks on the reservoir compartment, he was advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further was reported.